Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. It was observed that the patient's right ventricular lead impedance and threshold had been rising. There were no other electrical abnormalities. The physician was concerned because the patient was dependent on the device for heart function. The right ventricular lead was explanted and replaced. The patient was stable before, during, and after the procedure.